Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. It was noted that observations of high out of range pacing impedances greater than 2000 ohms, and pacing not delivered when required. A new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual inspection noted that no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported pacing not delivered when required or high pacing impedances seen during the procedure that caused this lead not to be implanted.

Event description:
This supplemental report is being filed with analysis details.